Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the patient's blood glucose exceeded 400 mg/dl after eating lunch, and exceeded 600 mg/dl later on. The customer noticed that there was a split in the infusion set tubing. The customer was advised to change her set. The insulin pump was not returned for analysis.